Manufacturer narrative:
Device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. At this time, edwards is unable to determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Date of event = corrected from (B)(6) 2010 to (B)(6) 2015.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.in this case, edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) years, five (5) months due to unknown reasons. This was replaced with a 21mm pericardial bioprosthesis. No additional details provided.